Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) trial, approximately 5 years post tavr procedure, the patient presented for their follow up appointment. During the visit, the patient indicated that they have been previously hospitalized for chest pain and decompensated heart failure. During this admission, a tte showed an increase in the mean aortic valve gradient of 32 mmhg as oppose to 15mmgh at one year, which is consistent with aortic stenosis and concerning for valve thrombus. The patient was treated with coumadin and was scheduled to have a repeat echo within a month of the visit. The patient return within a month and the echo showed the mean gradient had increased to 38mmhg. Two months later repeat echo showed a mean gradient of 76mmhg. A valve in valve procedure was scheduled for a month from her last visit. Review of serial echoes provided in the clinical trial database showed the patient had a peak gradient of 30.20mmhg, mean gradient of 16.69mmhg, aortic valve area of 1.12cm² with mild pvl and no cai at 30 days. At 1 year, the peak gradient was 23.24mmhg, mean gradient was 12.71mmhg, the aortic valve area was 1.68cm² with trace pvl and no cai. At 2 years, peak gradient was 30.73mmhg, mean gradient was 14.96mmhg, the aortic valve area was 1.36cm², with trace pvl and no cai. At 3 years, peak gradient was 37.28mmhg, mean gradient was 18.83mmhg, the aortic valve area was 1.37cm², regurgitation was not measured. At 4 years, peak gradient was 46.72mmhg, mean gradient was 22.60mmhg, the aortic valve gradient was 1.24cm², regurgitation was not measured.

Manufacturer narrative:
Additional information provided indicated that five years and six months after the original sapien xt implant, the patient successfully underwent a valve in valve (23mm sapien 3 valve in 23mm sapien xt valve) procedure due stenosis. The patient was noted to be in stable condition at the conclusion of the case. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the increase gradient and stenosis 5 years and six months post tavr cannot be confirmed but may be related to the patient¿s co-morbidities.

Manufacturer narrative:
Additional information provided indicated that five years and six months after the original sapien xt implant, the patient successfully underwent a valve in valve (23mm sapien 3 valve in 23mm sapien xt valve) procedure. The patient was noted to be in stable condition at the conclusion of the case.

Manufacturer narrative:
Additional information regarding the patient¿s valve in valve was requested, however, the information was not forthcoming. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the increased gradients 5 years post tavr cannot be confirmed. It is possible, that the patient¿s co-morbidities might have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided indicated the patient was admitted to an outside facility with pneumonia and was unable to undergo the scheduled valve in valve procedure. The valve in valve procedure is to be rescheduled for a later date. A supplemental MDR report will be submitted when and if information regarding the valve in valve is provided.